Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the hi-pot test. Upon eval, the trunk cable was cut, damaging the orange (+5v) and brown (-5v) wires. The cause of the hi-pot test failure is the damaged wires. The cause of the damaged wires is the cut trunk cable. The root cause for the damaged wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged trunk cable.